Event description:
It was reported that during the idiopathic ventricular tachycardia (idvt) procedure, the patient began to complain of chest pain and started to vomit. A coronary angiogram was performed and it confirmed that the patient had a left anterior descending artery (lad) dissection. A stent was inserted and the patient stabilized. Upon request, additional information was provided on the event. The event occurred during a premature ventricular contraction (pvc) ablation. Ablation was performed in the left ventricle. During the procedure, the patient reported arm pain and began vomiting. A coronary angiogram was performed and an lad dissection was identified. A stent was then placed and the patient was transferred to the ICU. The patient required extended hospitalization. The patient may fully recover with no residual effects. The physician¿s opinion on the causality of the adverse event was that it was unrelated to the procedure or the device. The lad dissection was considered spontaneous. We were mapping and ablating in the left ventricle (lv) near a papillary muscle. No mapping or ablation occurred near the lad.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant products: carto 3 system: model #: m-4800-01, serial #:(B)(4); stockert 70 system: model #: m-5463-01, serial #: (B)(4); coolflow pump: model #: m-5491-02, serial #:(B)(4); c3 ez steer cs with auto ID catheter: model #: d-1263-07-s, lot #:16074036m; webster 4 pole w/ auto ID catheter: model #: d-1085-413-s, lot 15724119m. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that during the idiopathic ventricular tachycardia (idvt) procedure, the patient began to complain of chest pain and started to vomit. A coronary angiogram was performed and it confirmed that the patient had a left anterior descending artery (lad) dissection. A stent was inserted and the patient stabilized. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the lad dissection remains unknown.